Event description:
Customer reported that the insulin pump's buttons were stuck. Customer reported that while trying to deliver a bolus, the insulin pump went to maximum bolus and would not allow him to escape. Customer did not recall any significant events leading up to the error. Blood glucose level was 371 mg/dl at the time of the call. No further information was provided.

Manufacturer narrative:
Insulin pump received with no button response, due to corroded keypad traces. Insulin pump received with cracked reservoir tube lip, minor scratches on lcd window, cracked belt clip slot, scratched reservoir tube window and cracked battery tube threads.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.